Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a brain damage and had a couple heart attacks while staying at the hospital. It was stated that the customer was not using the insulin pump at time of death. No further information was provided.